Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: corrected b5, corrected b7, corrected h6 health effect clinical code, corrected h6 device code. Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient underwent an explant procedure after 1 year and 8 months post implant of a 9750tfx 23mm sapien 3 ultra (s3u) transcatheter valve in the aortic position. Per the medical records, approximately 1 year and 6 months post transcatheter aortic valve replacement (tavr) the patient presented with shortness of breath and a tte performed showed the s3u valve well seated in the aortic valve position, with mean systolic gradient of 32.0 mmhg and peak systolic gradient of 59.0 mm hg. "Dimensionless index: 0.36, acceleration time of 92 ms suggestive of appropriate function of prosthesis". The tavr gradients on previous tte 2 weeks were peak 71.0 mm hg, mean 39 mmhg. A CT report was ordered due to elevated aortic valve gradients "and discrepant echo gradients measured". The CT showed that the "anatomic left coronary cusp is abnormally thickened. There is a small mobile mass noted on the ventricular aspect of the left cusp prolapsing into the left ventricle. A partial flail cannot be excluded. These findings are concerning for possible endocarditis. Blood cultures are advised". Approximately 6 weeks later the valve was explanted. Per the operative report, pre-op diagnosis: structural degeneration of the s3u tavr valve, paroxysmal atrial fibrillation. The patient presented with "structural degeneration of the tavr valve likely secondary to endocarditis as well as paroxysmal atrial fibrillation, gastrointestinal bleeding on eliquis, and anatomy not suitable for watchman procedure." "The patient was not a candidate for a tavr valve in valve, given the structural degeneration and history of endocarditis." "The patient shortness of breath was likely multifactorial and was not expected to improve completely with the procedures performed." The tavr valve was explanted and replaced with a 21mm bioprosthetic surgical valve. Per the surgeon's findings, the tavr valve was found to have the "right leaflet tented open by something under the valve." A modified maze procedure with left atrial appendage ligation procedure were performed concomitantly. Per the pathology report, there were no definitive defects or adherent tissue identified grossly on the explanted tavr valve. The native aortic valve leaflets were observed to have "increased fibrosis and dystrophic calcification, there was no inflammation. Multiple irregular fragment(s) of tan-yellow to white soft tissue, which exhibits area of calcification measuring up to 0.7 cm". The patient was discharged in stable condition on post operative day 9.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient underwent an explant procedure after 1 year and 8 months post implant of a 9750tfx 23mm sapien 3 ultra transcatheter valve in the aortic position. The valve was explanted due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned to the manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the mobile mass below the thv was likely a disrupted calcified native aortic leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The sapien 3 ultra (s3u) valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the s3u usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During the manufacturing process, all s3u valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of increased gradients was confirmed based on provided medical records. Per medical record review, a CT was performed due to discrepant echo gradients which revealed a small mobile mass under the left coronary cusp. The s3u valve was explanted and per the surgeon"s findings, the tavr valve was found to have the "right leaflet tented open by something under the valve." Elevated gradients may indicate obstructed flow across the valve, and it can also indicate that a leaflet is not functioning optimally. In this case, it is likely that the "small mobile mass" underneath the valve obstructed the flow across the s3u valve and prevented the leaflets from functioning properly. As such, available information suggests that patient factors (small mobile mass) may have contributed to the reported event.